Event description:
It was reported that during use of implantable pacing lead (ipl), the lead exhibited pacing failure, and non-sustained ventricular tachycardia (vt) episodes. The patient experienced palpitation/discomfort in the chest, perforation, hematoma, cardiac tamponade from perforation, and arrhythmia. It was also reported that the patient experienced, ventricular tachycardia (vt), ventricular fibrillation (vf), and asystole. As for cardiac perforation, ipl appeared to have perforated from low septum of right ventricle to apex of left ventricle. During revision procedure, it noted between entire left ventricular wall and left anterior descending/circumflex atery was ruptured. Surgical left ventricular reconstruction was performed. The ipl was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.